Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 137 mg/dl at the time of the incident. The customer¿s mother reported they awoke to the insulin pump was blank with dots going through it. The customer did not troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected missing segment/partial display anomalies noted. Pump received with minor scratched lcd window, cracked case, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.